Event description:
It was reported that during a new implant procedure the right atrial (ra) lead helix would not fully extend, the helix was not immediately responding to the torque of the tension tool and the physician had to insert and remove the stylet and massage the torque down to the helix to get the helix to begin to extend, 10 or more rotations were performed and 20 turns over a period of 5-7 min and multiple attempts inserting the stylet throughout the (ra) lead and maneuvering the lead back. The helix ended up only 80% extended. The physician decided to leave the ra lead implanted based on adequate parameters numbers. There were no patient consequences.